Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient experienced a syncopal event as a result of loss of ventricular capture and ventricular tachycardia. The device and lead remain implanted.